Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, the cause of the paravalvular leak is unknown. Although the exact cause and source of the paravalvular leak cannot be determined as information was requested but not forthcoming. It is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 8 months post tavr procedure for a sapien 3 ultra valve in the aortic position via transfemoral approach, a patient reported that the new valve didn't completely seal the artery. The patient noted no chest pains and no dizziness while standing post tavr procedure. However, a transesophageal echocardiogram (tee) revealed a valve leakage. The patient expected to have the repair completed late august to early september, but was postponed due to medical center being overwhelmed with covid patients.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.10. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3/s3u. The procedural training manual provides guidance: long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include: paravalvular or transvalvular leak. No IFU/training deficiencies were identified. A risk assessment was performed on the reported event and reveal the following applicable items in the risk management worksheet as a potential cause that may lead to procedural delay. Potential hazard: position of thv with respect to native annulus / bioprosthesis. Hazardous situation: malpositioned thv (too ventricular or aortic or atrial) not properly sealed against anatomy leading to moderate paravalvular leak. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on valve positioning and deployment, and post-procedure care. The benefits of the device outweigh the risks associated with malpositioned thv not properly sealed against anatomy leading to moderate paravalvular leak resulting in percutaneous intervention. The risk of paravalvular leak has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to introduce and navigate catheter through anatomy. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for paravalvular leak was unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. The cause of the hemolysis was likely related to the pvl. However, due to limited information and unavailability of relevant imagery/ returned product, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified.